Event description:
It was reported that the patient's ipg took longer to charge and did not hold a charge as long. In turn, the patient stopped charging the ipg as recommended and the ipg became inoperable. As a result, the ipg was explanted and replaced. Effective therapy was restored post-op.